Event description:
It was reported that after initiation of a hemodialysis (hd) treatment, the hd machine alarmed with a blood leakage alarm. Blood leaked from the dialyzer outlet. The dialyzer was replaced and treatment was continued. The patient experienced 50 ml of blood loss. There was no medical intervention reported. The sample was reported to be available for evaluation.

Manufacturer narrative:
Correction: d2 (2b - procode).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that after initiation of a hemodialysis (hd) treatment, the hd machine alarmed with a blood leakage alarm. Blood leaked from the dialyzer outlet. The dialyzer was replaced and treatment was continued. The patient experienced 50 ml of blood loss. There was no medical intervention reported. The sample was reported to be available for evaluation.

Manufacturer narrative:
Investigation: one used sample was received from the customer. Visual examination and a tightness test of the sample confirmed the reported failure. Although our dialyzers are 100% tested for leaks with bubble-point testing during sterilization leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Batch record investigation showed that products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. Complaint history review for affected product and product family showed that no further complaint regarding the batch received. The described situation is covered in the risk analysis and the chosen harm/severity level matches. According to the risk matrix for medical product, the described situation does not reach a "not acceptable" range. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification.

Event description:
It was reported that after initiation of a hemodialysis (hd) treatment, the hd machine alarmed with a blood leakage alarm. Blood leaked from the dialyzer outlet. The dialyzer was replaced and treatment was continued. The patient experienced 50 ml of blood loss. There was no medical intervention reported. The sample was reported to be available for evaluation.